Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2019 15:42:08 pst ice batch user (batch_ice) (B)(6), complaint: (B)(4), complaint status: in process. Mdt initial contact: (B)(6), taken by:(B)(6), "motor error during bolus. Explained and cleared alarm. Cust is disconnected. Drive support cap appears to be damaged: no. Did customer press the cap while connected: no. Was the pump exposed to high magnetic field > 600 gauss: no. E70 in alarm history: no. Does the customer use the sensor feature on the pump and pressed esc to go to sensor graph during a bolus: no. Motor error occurred more than once in the last 30 days: no. Monitor pump. Ts only. (Aa20)// dvt : passed. (B)(6). Input date: (B)(6) 2019 warranty start: 02/0682014 warranty end: 02/05/2018 batch - (B)(4).